Event description:
It was reported that the short distal targeting arm does not line up center to the hole and was hitting the nail. The surgeon decided not to implant a screw in that specific hole.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as faultless prior to distribution. As the device had been in use for approx. 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. An investigation of the target device was not possible because it was not available. The root cause of the reported distal misdrilling is unknown. The customer reported that the target device is most likely warped. This is possible due to high number of sterilization processes combined with bending pressure during sterilization. The IFU describes that every instrument shall be checked prior to every surgery; therefore the mistargeting would have been detected prior to the surgery. No non-conformity identified. Device was not available.

Event description:
It was reported that the short distal targeting arm does not line up center to the hole and was hitting the nail. The surgeon decided not to implant a screw in that specific hole.